Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient implanted with light adjustable lens (lal) in the left eye underwent a secondary procedure after all light treatments to implant a non-rxsight sulcus-fixated lens to correct residual refractive error and blurry vision. Postoperatively, the patient complained of blurry vision, light sensitivity, and visual disturbances in the setting of a dilated pupil. The sulcus-fixated lens was also observed to be decentered and was later repositioned. The patient's visual disturbances persisted secondary to pupillary issues despite attempted treatment. Following this, the lal was explanted.